Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported inability to capture the leaflet appears to be related to patient morphology/pathology. The reported chordal rupture appears to be a cascading effect of the inability to capture the leaflet. The reported patient effect of chordal rupture is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 degenerative mitral regurgitation (mr) and a flailed leaflet. During the procedure, a mitraclip was successfully implanted. A second mitraclip was attempted to be placed, while capturing the leaflet the posterior leaflet kept slipping out of the clip due to the compromised quality of the leaflet. There was a flailed leaflet and ruptured chordae as a result. The clip was removed from the procedure, and the procedure was discontinued. The final mr was grade 3-4. The patient subsequently underwent cardiac surgery for mitral valve replacement. There were no adverse patient sequela or clinically significant delays reported.